Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens was delivered into the eye and immediately was identified to be cracked. On 17th march 2026, rayner was notified that the patient had undergone an additional surgery and the lens was explanted and exchanged. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device has not been returned to rayner. The rayner hydrophilic acrylic iol use risk analysis identifies the following as possible causes of "physical damage to lens"; sharp edge instruments used during surgical procedure, surgical procedure: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd: yag operator error and cracked optic surface post injection due to dehydration of lens. Additionally, the rayone preloaded iol injection system use risk matrix identifies forcing a blocked injector. Inadequate lubrication, misuse of device and optic edge trapped/damaged on closure of cartridge as possible causes of lens optic damage. Our review of production records for the rayone galaxy rao605g batch: 095279455 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone galaxy rao605g batch: 095279455. There is insufficient evidence and information available to determine the root cause of the event.

Event description:
On 11th february 2026, rayner received notification from a healthcare facility in brazil of an event that occurred during use of a rayone galaxy rao605g. The event description provided states that the lens was delivered into the eye and immediately was identified to be cracked. On 17th march 2026, rayner was notified that the patient had undergone an additional surgery and the lens was explanted and exchanged.